Manufacturer narrative:
Device had intermittent up button response due to corroded keypad traces. Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit or failed battery test alarms during testing. However, a test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no delivery alarm due to completely broken reservoir tube lip. Device had minor scratched lcd window, broken battery tube threads, missing reservoir tube o-ring. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons were sticky. The customer's blood glucose value was unknown. Customer stated insulin pump had random no delivery alert and scratches on screen making hard to read. Customer stated insulin pump had random no delivery alert and diminished battery life. The insulin pump will not be returned for analysis.